Event description:
The customer reported the defective board has caused a speaker malfunction and claimed there was no sound coming from the unit at all at the time of the event. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who reported there was no sound coming from the unit at all and there was a speaker inoperative message present. The customer requested a bench repair. Diagnostic/functional testing was performed at the philips repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The philips bench repair technician (brt) found sound coming from the speaker. The product malfunction was unable to be confirmed based on the information and testing conducted. Philips was unable to replicate the reported problem, as sound came from the speaker. The reported problem was not confirmed. Although the speaker was confirmed to have sound, the speaker assembly and mainboard were replaced per current process. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time.